Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual analysis of the returned device identified crease folds, wear/abrasion, white particles in the device outer surface and one extended opening. A microscopic analysis and leak test were performed which identified one smooth, crease opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one smooth ,crease opening in the side posterior assessed as a fold flaw opening. Additional, changed, and/or corrected data: b.5, d.1, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional additionally reported "hole in radius edge - in a fold crease."